Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that stent thrombosis occurred and the patient died. In (B)(6) 2015, clinical assessment indicated that the patient's qualifying condition was unstable angina. The target lesion was a de novo lesion located in the distal saphenous vein graft to the 1st obtuse marginal (om) with 99% stenosis and was 8mm long with a reference vessel diameter of 2.5mm. The target lesion was treated with pre-dilatation and a 2.75x12mm promus premier everolimus-eluting platinum chromium coronary stent. There was 0% residual stenosis. On the same day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, stent thrombosis occurred and the patient died due to cirrhosis of the liver. However, this could not be confirmed, as no medical records were available.